Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was smoking at the back end of the device. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.